Event description:
It was reported that the physician's handheld freezes after interrogation. It was reported that the handheld will remail frozen on the same screen for at least twenty minutes as the information is being performed. Troubleshooting was performed by a hard reset and reinsertion and cleaning of the flashcard. A new programming computer was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
Product information was received. The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.